Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient was not responding to sound on the right side. No specific accident or trauma was reported, however the child is currently learning to walk and falls over frequently. The patient was re-implanted on (B)(6) 2016. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was not responding to sound on the right side. No specific accident or trauma was reported, however the child is currently learning to walk and falls over frequently. The patient was re-implanted.